Manufacturer narrative:
The permanent cautery spatula instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Per the information provided, the instrument fragment was retrieved from the patient and the procedure was successfully completed without incident.

Event description:
It was reported that during a da vinci s cardiac surgical procedure, a piece of the permanent cautery spatula instrument broke off and fell into the patient. The instrument fragment was retrieved and the planned procedure was completed. No patient harm, adverse outcome or injury were reported.